Manufacturer narrative:
This device is available for testing and evaluation but the engineering report is not yet available. Additional information received will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received indicated that neither the doctor, nor the tech, was able to properly flush the outback device correctly. The needle of the outback device did not completely go back into the catheter device making this device unsafe to use. The product was straight and not in a coiled position when being flushed. The device was prepared as specified by the instructions for use with all specified ports flushed. There was no apparent damage to the device noticed prior to use. There was friction while trying to retract the needle back into the device. Analysis of the returned device did not confirm the event. One non sterile outback was received coiled in two plastic bags. No kinks or bents were observed. Cannula was received totally retracted. Pressurized water was applied to the catheter through the guide wire port, and exit through the cannula port (as expected), then through the hemostatic rotating valve, and exit through the tip (as expected); no anomalies were detected. A 0.014" guide wire was inserted through the tip and exit through the guide wire port (as expected). The guide wire was then inserted through the guide wire port with the cannula retracted, and exit through the tip (as expected). Finally the guide wire was inserted through the guide wire port with the cannula deployed, and exit through the cannula (as expected). In none of the cases resistance was noticed. Cannula was fully deployed and retracted with no anomalies. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the customer could not be confirmed. The cause of the failure experienced by the customer could not be conclusively determined. Neither the analysis nor the DHR review suggests that this failure is related to the manufacturing process; therefore no action was taken. Based on the information available, it appears that the difficulty experienced by the customer may have been caused by the operational context of the device and is not related to a product quality issue.

Event description:
The report received indicated that neither the doctor nor the tech was able to properly flush the outback device correctly. The needle of the outback device did not completely go back into the catheter device making this device unsafe to use. This product was not used in a patient. It was opened in a sterile filed, there was no injury the patient. A new outback was pulled and used successfully. It seems like they did everything correctly. The product was straight and not in a coiled position when being flushed. The physician has had success with the outback in the past and plans on continuing to use this device. The product will be returned for analysis. The device was prepared as specified by the instructions for use with all specified ports flushed. There was no apparent damage to the device noticed prior to use. There was friction while trying to retract the needle back into the device.